Event description:
Technician alleged that the bed was stuck in the chair position and neither siderail controls nor manual cardiopulmonary resuscitation foot pedal would bring it down. No patient injury.

Manufacturer narrative:
The technician replaced the manual cardiopulmonary resuscitation valve cartridge to restore foot pedal function.